Event description:
Customer reported hospitalization due to high blood glucose. Customer has been receiving excessive no delivery alarms. The blood glucose reading at the time of event was 360 mg/dl. Customer had ketones in urine, excessive thirst and nausea. Customer's blood pressure decreased to 53. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.